Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the patient changed programs. They stated it still sometimes get cold or warm, not a frequent since the program was changed. Patient stated the x-ray results were fine, the patient stated it still a work in progress but has gotten better than before.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor stimulation. It was reported that the patient fell last week on wednesday when they slipped on some fluid leaking from the refrigerator. It hurt a little bit and she took ibuprofen and muscle relaxer. Later on in the afternoon and at night, it started to bother her with pain and it wouldn't subside. Thursday was really bad for their whole back. They fell so hard on her bottom. That area really hurt. They couldn't sleep last night and woke up super early. She called their doctor and they said to go to the ER to get an x-ray. The patient was redirected to their healthcare provider to further address the issue. Patient said they were having issues with the device before they fell. She was working with the settings. Patient was having pain. Not every day pain. Patient said it was sometimes cold and sometimes warmer then usual.(con): additional information was received from the patient on april 17th, 2024 they reported that the device was getting warm and then cold. They also reported that they have been feeling the device on the right side, where the device is all the way to my shoulder blade. They had an appointment to see if they could put on another program on march 21, 2024.

Event description:
Additional information was received from the patient. They reported that they could feel cold when they were laying down and if they moved to the corner the cold feeling would move and they think it's their pee. They noted they had burning pain that was reaching the side of their hip, lower back down, tailbone, and up higher. They confirmed they had not had any recent falls or trauma. They stated they already went to their doctor on (B)(6) 2025 and they were told that "it was fine". They added that their doctor already changed their settings on their program last year and they don't think adjustments on their therapy will help with the issue. They also mentioned that they've tried turning their therapy off before for an MRI and they still felt the pain. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.